Event description:
Ventricular lead warning on (B)(6) 2019. Possible oversensing on ventricular lead noted on vhr episodes." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).